Event description:
On (B) (6) 2010, the health care professional contacted lifescan alleging the one touch ultraeasy meter read inaccurately high. The medical surveillance specialist reviewed the technical service representative (tsr) documentation. The health care professional (hcp) said the medical staff tested the patient's blood sugar at his home and the result was 4.7 mmol/l. The medical staff thought the result was find and didn't give the patient any medical intervention at that time. The hcp said that around shortly after (exact amount of time unknown) the patient had a hypoglycemic episode (symptoms unknown) that prompted a call to the paramedics. The paramedic meter reportedly read 2 mmol/l around 2 pm. The patient reportedly went to the hospital where a doctor reportedly gave him sugary foods and glucose tablets to treat his symptoms. The patient was reportedly discharged from the hospital the next day. It was determined during the troubleshooting telephone call the unit of measure was set correctly at the time of testing. The test strips were within expiration dating. This complaint is being reported because the user alleged that the meter read inaccurately high, which delayed intervention and that the patient subsequently suffered hypoglycemia necessitating treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.